Manufacturer narrative:
Additional information received indicates that the initial driveline (dl) damage captured under this event was most likely repaired by the site and/or patient. The event date remains unknown. No further information has been provided. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The driveline is a cable that connects to the implanted pump and passes through the skin to connect to the external system components. The instructions for use (IFU) and patient manual caution the user to not pull, kink or twist the driveline or the power cables, as these may damage the driveline. Special care should be taken not to twist the driveline while sitting, getting out of bed, adjusting the controller or power sources or when using the shower bag. Users are to examine the driveline for evidence of tears, punctures or breakdown of any of the material during exit site dressing changes. The IFU and patient manual also cautions users that they should not attempt to repair or service any equipment. If service is required, they should contact their doctor, nurse or vad coordinator. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient noted damage to his driveline (dl). A dl sheath repair was performed. No further information was provided.

Manufacturer narrative:
The driveline is a cable that connects to the implanted pump and passes through the skin to connect to the external system components. The instructions for use (IFU) and patient manual caution the user to not pull, kink or twist the driveline or the power cables, as these may damage the driveline. Special care should be taken not to twist the driveline while sitting, getting out of bed, adjusting the controller or power sources or when using the shower bag. Users are to examine the driveline for evidence of tears, punctures or breakdown of any of the material during exit site dressing changes. The IFU and patient manual also cautions users that they should not attempt to repair or service any equipment. If service is required, they should contact their doctor, nurse or vad coordinator. Driveline cable hw553 was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files could not be performed since the event date was not provided. Additionally, it was reported that the patient/site performed the sheath repair. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The reported event of initial driveline sheath damage could not be confirmed due to lack of sufficient evidence provided for investigation. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2017-01390 and 3007042319-2017-01499) submitted for devices related to the same patient.